Event description:
It was reported that the patient began falling approximately 1 month prior to this report. That¿s when the ¿issues¿ began. On the report date, a catheter dye study was attempted and they were unable to aspirate. The reporter did not know if there had been any reservoir volume discrepancies. An x-ray of the catheter connection was done and it looked like it was not connected to the pump port. The device system was used to deliver baclofen.

Manufacturer narrative:
.

Event description:
Additional information received reported the device manufacturer representative didn't have any further information on the patient but did know he was scheduled for a revision on (B)(6) 2014 with a health care provider (hcp). The representative only knew this because she saw "his name" on their calendar. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711, lot# j11471r21, implanted: (B)(4) 2003, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing itching, anxiety, stiffness in legs and spasms. It was noted that an x-ray on (B)(6) 2014 showed a kinked catheter and on (B)(6) 2014 they were unable to aspirate cerebral spinal fluid (csf) from catheter port. The patient's pump was able to be refilled. It was unknown if the patient was receiving therapy. The patient recovered without permanent impairment. It was reported that the patient was found to have a kink in their catheter in "3/14." The patient went into baclofen withdrawal as they were awaiting surgical revision. At the time of event the patient was taking diazepam, gabapentin, baclofen and "trazodone."

Manufacturer narrative:
Concomitant: product ID 8598a, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).